Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. On (B)(6) 2022 the patient returned and it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to turbulence of the valve. A second procedure was performed on (B)(6) 2022. Three additional clips were placed, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) is due to patient anatomy. Additionally, the reported effect of mitral regurgitation (mr) appears to be cascading effects of the slda. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.